Event description:
It was reported by the patient that the, "doctor doesn't know about my pacemaker." The patient experienced shortness of breath, extra beats, frequent chest pains and noted they were not feeling very well. Reprogramming of the implantable pulse generator (ipg) resolved the shortness of breath but not the other symptoms. The device remains in use. The patient further reported that one doctor, "might have hooked them to the wrong part of the heart." The patient stated that they could "feel the leads." Both leads remain in use. No further patient complications have been reported as a result of this event.